Manufacturer narrative:
Site sample status was not received. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumers reporting the wrap caused "burns" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of buns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation (B)(6) 2017 to (B)(6) 2020. There was deviation from (B)(4), complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4).

Event description:
Event verbatim [preferred term] . Burns [thermal burn], , narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same events for five patients. This is the first of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality group, site sample status was not received. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumers reporting the wrap caused "burns" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of buns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation (B)(6) 2017 to (B)(6) 2020. There was deviation from (B)(4), complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4). Follow-up (31aug2020): new information received from pfizer product quality group providing investigation results. Follow-up (08oct2020): new information received from pfizer product quality group included: updated trend information. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumers reporting the wrap caused "burns" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of buns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term] . Burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same events for five patients. This is the first of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns in the period (B)(6). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality group, site sample status was not received. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumers reporting the wrap caused "burns" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of buns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (31aug2020): new information received from pfizer product quality group providing investigation results.

Event description:
Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same events for five patients. This is the first of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.